Event description:
It was reported that resistance was encountered during manipulation of the coil. Consequently, the coil detached and a gooseneck snare was used to retrieve the coil from the catheter. There was no reported clinical consequence to the patient. The procedure continued with a similar device.

Event description:
It was reported that resistance was encountered during manipulation of the coil. Consequently, the coil detached and a gooseneck snare was used to retrieve the coil from the catheter. There was no reported clinical consequence to the patient. The procedure continued with a similar device.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The coil was separated from the pusherwire, and jammed along with the gooseneck snare inside the microcatheter. Visual inspection revealed stretching at the proximal end of the coil. Microscope analysis revealed that detachment occurred where the coil separates from pusherwire during electrolysis. Additional information obtained indicated that continuous flush, coil hydration instructions and deliverywire rotation warning were not followed as per direction for use (dfu). No maintaining continuous flush may have contributed to the coil in catheter friction experienced and not immersing coil in saline could have resulted in friction between the coil and introducer sheath and consequently contributing to the coil stretching. In addition, rotating the deliverywire during advancement may have contributed to the premature deployment. Therefore, a root cause of use/user error has been assigned to this investigation.